Event description:
One of the round metal circles fell out of the attune distal femoral jig.

Manufacturer narrative:
The complaint states one of the round metal circles fell out of the attune distal femoral jig. The returned product was transferred to bioengineering for review, a report was received stating that the root cause is design. The bushings were assembled to the device in the correct orientation. CAPA-(B)(4) is currently underway to investigate this issue. The complaint shall be closed to CAPA and due to product design; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.